Event description:
Boston scientific received information that this right ventricular (rv) lead was cut during surgery for valve replacement. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead returned was severed and the proximal segment was only returned. Set screw marks were noted on the terminals. The lead passed the continuity test. Laboratory analysis confirmed the allegation.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.